Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non calcified and non tortuous unspecified vessel with previously implanted non bsc stent. The 10.0mm x 40mm, 75cm mustang balloon catheter was advanced to the target lesion. The balloon was inflated several times and at least once to 20 atmospheres. However, the balloon ruptured circumferentially at 14 atmospheres. Part of the balloon was detached and was not able to be located in the pulmonary circulation after an attempt was done to locate the detached part. The shaft of the catheter was removed and the procedure was completed. The patient did not appear to have any symptoms related to the device after the procedure but was under observation overnight at the hospital.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Method codes, conclusion codes updated. Device evaluated by MFR: the device was not returned for analysis. However, a photograph of a device was received showing a complete balloon circumferential tear had occurred. From the photograph image the tear appears to be located approximately 1cm distal to the proximal markerband. The distal section of the balloon tear is not present in the photograph. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states "do not exceed the rated balloon burst pressure". (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non calcified and non tortuous unspecified vessel with previously implanted non bsc stent. The 10.0mm x 40mm, 75cm mustang balloon catheter was advanced to the target lesion. The balloon was inflated several times and at least once to 20 atmospheres. However, the balloon ruptured circumferentially at 14 atmospheres. Part of the balloon was detached and was not able to be located in the pulmonary circulation after an attempt was done to locate the detached part. The shaft of the catheter was removed and the procedure was completed. The patient did not appear to have any symptoms related to the device after the procedure but was under observation overnight at the hospital.